Event description:
It was reported by service report that the customer alleged the foot end jack was drifting. However, the technician could not confirm the alleged event. No patient involvement or adverse consequences were reported.